Manufacturer narrative:
Report is for five (5) unknown locking screws. Device was implanted approximately 18 months prior to the device being explanted on (B)(6) 2016. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a right tibia hardware removal due to pain on (B)(6) 2016. Removed hardware included one (1) 3.5mm locking compression (lcp) low bend medial distal tibia plate and eleven (11) unknown screws: (5) cortex and (6) locking, all fully intact. The bone appeared to be healed and infection was ruled out. The patient was originally implanted with unknown manufacturer's devices in (B)(6) approximately 3 years ago due to a fractured tibia. Subsequently, the patient underwent a revision due to non-union approximately 18 months ago. The 3.5mm lcp plate and eleven (11) screws were implanted at that time. The hardware removal was completed successfully without complication. The patient was in stable condition and will remain non-weight bearing for six months post-operative. As a note three (3) broken unknown screw shafts from the original surgery in mexico were left implanted. Two of the three unknown screw shafts were explanted during the hardware removal. One (1) unknown screw shaft was left implanted. This report is for six (6) unknown locking screws. This is report 3 of 3 for (B)(4).